Manufacturer narrative:
The insulin pump received with blank display and constant tone alarm due to moisture damage on electronics. Error alarms, scrolling numbers display anomaly, low battery alarm, battery icons anomaly,excessive no delivery alarm could not be confirmed due to blank display. The insulin pump was received with minor scratched display window, cracked battery tubethreads, cracked reservoir tube lip and cracked reservoir tube.(B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for low battery. The battery was changed and the screen went blank. A reset error alarm was also noted. The blood glucose reading was 73 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. She was advised that she could use the insulin pump until the replacement arrived.